Manufacturer narrative:
Batch review performed on 04 april 2023: lot 2003156: (B)(4) items manufactured and released on 22-july-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen was unknown. At about 3 weeks from primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.